Event description:
Customer called to report high bgs (364 bg range) and that insertion site had excessive blood. Pod returned for eval.

Manufacturer narrative:
The returned prod eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.